Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a mid-septal accessory pathway ablation procedure on (B)(6) 2022, a blazer ii catheter was selected for use. It was reported that the patient went into third-degree atrioventricular (av) block during ablation. The patient was administered corticoids, which stabilized them. No further patient complications were reported.